Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor siltex round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. The patient initially noticed that the breast was smaller while in the shower, and it was later confirmed by their doctor. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On june 3, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. A tear was noted within the siltex cracking measuring approximately 0.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of our quality process, the manufacturing records of this 194146 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On june 1, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9424209 sn: (B)(6) and (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9424209 sn: (B)(6). Manufacturer¿s reference number: (B)(4).